Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss. Upon explant, fluid was found around the components, surgeon suspected infection. Therefore, the ipp was removed and replaced with tactra. No additional patient complications were reported.